Manufacturer narrative:
H10: g4, h2. Further assessment of information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that no harm nor injury was reported and no previous injury or harm has been confirmed to be caused by the device in the past, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10 the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. No product identification information was provided, thus a manufacturing record review could not be conducted. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed.

Event description:
It was reported that during an unknown procedure, the wand had an e7 error. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.